Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon insertion, there was a slight leak noted from the connection of a 6f .070-inch 120cm vista brite tip guiding catheter with the y connector. The doctor tried reconnecting it several times and even replacing the y connector, but the problem persisted. The vista brite tip device was replaced, and the issue was solved. There were no reports of patient injury. This was a tri ras case where the left radial artery was accessed. A 6f non-cordis sheath was inserted. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, upon insertion, there was a slight leak noted from the connection of a 6f .070-inch 120cm vista brite tip guiding catheter with the y connector. The doctor tried reconnecting it several times and even replacing the y connector, but the problem persisted. The vista brite tip device was replaced, and the issue was solved. There were no reports of patient injury. This was a ¿tri ras¿ case where the left radial artery was accessed. A 6f non-cordis sheath was inserted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392546 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "luer hub leakage" could not be evaluated. Without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.